Event description:
It was reported that the device was being used during a total laparoscopic hysterectomy procedure, the jaw was broken on application. Suture was used to complete the case. The case was extended by 15 minutes. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The analysis results of the found that the device was received with one jaw broken at bifurcation. The device was disassembled and evidence of corrosion was found throughout the broken area. . Eight remaining clips were found on the clip track. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.